Event description:
Evaluation revealed partially dislodged force sensor pins and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/23/2011. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Evaluation also found the force sensor was out of calibration. During testing, the pump load step did not correctly detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Evaluation also revealed that the display screen was faded.